Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that during an initial left reverse shoulder arthroplasty on (B)(6) 2016, the mini taper adaptor was missing from the packaging. The procedure was delayed one hour while another device was retrieved to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of the device history record confirmed the reported complaint. The taper adaptor was not included in the packaging. Root cause of the event was most likely attributed to a packaging deficiency.